Manufacturer narrative:
Follow-up indicated that the device was removed and there have been no reports of further complications regarding this event. The manufacturing and sterilization records were reviewed and no issues were found.

Manufacturer narrative:
The device was not removed. The sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The site was drained and there have been no reports of further complications regarding this event.